Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that high power visual inspection of the header and lead barrels noted no irregularities. In addition, the device was put through and passed the returned product test.

Event description:
It was reported that the patient implanted with a cardiac resynchronization therapy defibrillator (crt-d) had a huge hematoma. Further, it was noted that the hematoma and pocket got infected. This crt-d was explanted. No additional adverse patient effects were reported.